Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that the orca valve was used during a colonoscopy and egd (esophagogastroduodenoscopy) procedure on (B)(6) 2025. During the procedure, the physician reported fluid leaking from the valve. The procedure was completed using another manufacturer's valve. There were no patient complications reported as a result of this event.